Event description:
During a trial procedure, the lead would not deliver any stimulation due to impedance issues. A new trial cable and programmer were used to no avail. When the doctor removed the lead, it appeared to be slightly sheared. Another lead was used to successfully complete the procedure.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.